Event description:
In 2009, the pt reported that her infusion sets were leaking. She used a competitors infusion device. She stated that three days prior, her blood glucose elevated to 400 mg/dl and insulin was "leaking from the tube cartridge where it holds insulin." She stated that she changed her infusion set (competitor product) and injected insulin via syringe to lower her blood glucose. Her normal blood glucose range is 100-140 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.